Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of dysmenorrhoea ('dysmenorrhoea') in an adult female patient who had essure (batch no. 678816) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required) and menstruation irregular ("irregular menstrual cycle"). The patient was treated with surgery (laparoscopically- assisted vaginal hysterectomy with left salpingo- oophorectomy). Essure was removed on (B)(6) 2012. At the time of the report, the dysmenorrhoea and menstruation irregular outcome was unknown. The reporter considered dysmenorrhoea and menstruation irregular to be related to essure. The reporter commented: coils were visualized bilaterally. Left-3-5. Right-3-5. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: bilateral essure coils are appropriately positioned with occlusion of both fallopian tubes. Lot number:678816, manufacturing date: 2009/10, expiration date: 2012/10 . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-jul-2020: unlocked for quality-safety evaluation. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of dysmenorrhoea ('dysmenorrhoea') in an adult female patient who had essure (batch no. 678816) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required) and menstruation irregular ("irregular menstrual cycle"). The patient was treated with surgery (laparoscopically- assisted vaginal hysterectomy with left salpingo- oophorectomy). Essure was removed on (B)(6) 2012. At the time of the report, the dysmenorrhoea and menstruation irregular outcome was unknown. The reporter considered dysmenorrhoea and menstruation irregular to be related to essure. The reporter commented: coils were visualized bilaterally. Left-3-5. Right-3-5 . Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: bilateral essure coils are appropriately positioned with occlusion of both fallopian tubes.. Lot number:678816, manufacturing date: 2009/10, expiration date: 2012/10. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-jul-2020: quality safety evaluation of ptc. On 28-jan-2020: no new clinical information was added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of dysmenorrhoea ('dysmenorrhoea') in an adult female patient who had essure (batch no. 678816) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required) and menstruation irregular ("irregular menstrual cycle"). The patient was treated with surgery (laparoscopically- assisted vaginal hysterectomy with left salpingo - oophorectomy). Essure was removed on (B)(6) 2012. At the time of the report, the dysmenorrhoea and menstruation irregular outcome was unknown. The reporter considered dysmenorrhoea and menstruation irregular to be related to essure. The reporter commented: coils were visualized bilaterally. Left-3-5, right-3-5. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: bilateral essure coils are appropriately positioned with occlusion of both fallopian tubes. Quality-safety evaluation of ptc: unable to confirm complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.